Event description:
The customer contacted physio-control to report that their device would not power on. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly and the cause of the reported issue was determined to be due to electrically shorted pins 5 to 2 of diode, designator cr20.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.